Event description:
It was reported that the reservoir was damaged at the p-cap and insulin from the reservoir was leaking causing the customer to have high blood glucose. The customer's last blood glucose reading was 600mg/dl, and he did treat. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.